Event description:
It was reported that a spectrum pump was missing the flow label. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "missing flow label" was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the missing flow label. The flow label required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.